Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, customer reported that the (B)(4) instrument analog board 1 started to smoke and the l1 inductor component melted two hours after a field service engineer (fse) replaced the analog board 1. Fse was on site when the issue occurred and replaced the analog board and the issue was resolved. No injuries or erroneous patient results were reported.